Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient experienced pain, skin overgrowth and recurrent infections at the abutment site. It is unknown what treatment was administered for the infection. The implant remains in-situ.